Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was brought to the clinic due to the rate/sense pace impedance measurements being out of range which was seen on the home monitoring system. The out of range measurements began in (B)(6) 2016. Some non-sustained events were also seen. A review by boston scientific technical services (ts) noted that the signals seen was likely the respiratory or the minute ventilation signal. Ts discussed that a mitigation that was implemented to reduce likelihood of inappropriate therapy from oversensing the signal was to deactivate it when three fast or a tachycardia event were in progress. Therefore in this case the signal and oversensing stopped after three fast beats. Ts discussed turning off the respiratory sensor. Ts discussed potential spring contact in the header since there have been high impedances for seven to eight months without any non-physiologic noise besides the minute ventilation signal. Ts noted that if an actual lead fracture was present you would expect to have seen episodes with lead fracture noise appearance, also all other lead numbers look normal. Ts discussed monitoring closely to make sure no more non-sustained events that are inappropriately stored. The field representative will follow up with the physician. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that this rv lead was explanted and will be returned, while the device was explanted but will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was subsequently returned for analysis.

Event description:
Additional information noted that the patient was scheduled for an upgrade procedure and the lead will be replaced at that time.